Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible under delivery, basal anomaly and was hospitalized for high bgs found on dec 15, 2021. Also on, (B)(4), svn#: 000312595385 - customer returned pump for an alleged sensor anomaly and on (B)(4), svn#: 000312152109 - customer returned pump for an alleged possible under delivery and high bgs found on (B)(6), 2020. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08675 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of dec 15, 2021, there is no unexpected alarms/suspends and found manual bolus delivery of dailytotalofbolusinsulindelivered = 16.2 u bolus.12/15/2021 02:47:06.000 normalbolusdelivery normalbolusamountprogrammed = 10.6 bolusamountdelivered = 10.6 12/15/2021 12:21:32.000 normalbolusdelivered normalbolusamountprogrammed = 5.6 bolusamountdelivered = 5.6 in further full review of the pump history/traces on the event date of dec 25, 2020, there was data available to verify unexpected alarms/suspends and bolus delivery. The formatted history file lists data from 09/27/2021 08:36:00.000 to (B)(6) 2021 12:40:00.000. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. Then the pump was programmed with basal rates programmed of 1.0u. The pump was monitored for several days and all basal rates registered properly in the pump history summary noted. No bolus anomaly or basal anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Device passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. Basal anomaly and sensor anomaly were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. Customer again next day blood glucose was 550 mg/dl. Customer had alleged that the insulin pump was not delivering basal rate. Customer treated for high blood glucose using insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode smart guard feature was active at time of high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.